Manufacturer narrative:
The device was returned and analyzed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a transesophageal echocardiography, vegetation was noted on the patient's leads. The system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.